Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose and was hospitalized. The customer wants to confirm the pump is working correctly. The customer's blood glucose ranged between 600mg/dl-623mg/dl. Customer's current blood glucose was 143mg/dl. The customer treated with bolus. The customer tried to bolus and was not getting any alarms. Customer continued vomiting so she went to the hospital. The customer had diabetes ketoacidosis. The insulin pump passed high pressure test. The customer was advised to monitor pump and call back if with any other issues.